Event description:
It was reported that customer was admitted as an impt to a hosp for diabetic ketoacidosis. Troubleshooting was performed and pump programming and function appeared to be normal. A self test was ran and was tested ok.